Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that patient was not using stimulator in about 8 years because it just never helped with the pain. Patient was thinking of having device removed. No further complications were reported.